Event description:
Boston scientific received information that this implantable cardioverter defibrillator was being replaced after only four years of implant. Warranty questions were addressed. No adverse patient effects were reported. This device is included in the shortened replacement window (4/05/2007) advisory.

Event description:
--

Manufacturer narrative:
A return request was made for the explanted product. The device was returned and detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.